Manufacturer narrative:
Concomitant products: w2dr01 was implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check failure with atrial therapies disabled. The ra lead remains in use. No patient complications have been reported as a result of this event.